Event description:
Reported by the patient as band slippage.

Manufacturer narrative:
The product associated with this report will not be returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or event smaller to reduce the possibility of band and/or stomach slippage."